Event description:
It was reported that no capture and high capture thresholds were observed on the right atrial (ra) lead. Dislodgement was suspected. Pericardial effusion was also observed which was drained but no obvious change in ra lead position was observed on imaging. The ra lead was programmed off. No procedure was anticipated at this time. The patient was stable.